Event description:
It was reported that the device was detached from the core wire. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. Standard tsp was achieved and a double curve was was inserted over the wire and positioned into the laa. The 24mm wds was prepped and inserted in standard fashion without difficulty via was. Distal marker bands were aligned and system was snapped back appropriately. Device was deployed and release criteria was performed. Upon review of transesophageal echocardiogram (tee) imaging and contrast injection it was noted that a complete posterior lobe was exposed and the device was too small. A full recapture process was started. Upon full recapture it was noted on fluoroscopy that the device was in the was and not the wds and it was no longer attached to the core wire. The physician had inadvertently unsnapped the wds from the was during the full recapture of the device and upon removal turned the deployment knob which in turn released the device inside the was. The wds was removed intact with the core wire and was sheath left in place. The sheath was pulled across the septum into the right atrium. At this time the physician cut the proximal end of the was and inserted a 16 f cook sheath over the was. A wire was then inserted in between the was and the 16 f sheath and advanced to maintain access to the superior vena cava. The was was then removed with the constrained device in place. The patient remained stable during this time and no effusion was noted on tee. A new double curve was was inserted and advanced across the septum over the wire and into the laa without any issues. A 30mm wds was prepped, the pigtail was removed and the wds was inserted, advanced and aligned appropriately in the was. The device was deployed and a posterior lobe was still exposed. The physician performed a partial recapture and the device was redeployed. This time release criteria was met and the device was successfully released. No effusion was noted on tee and the patient left in stable condition to the recovery area.